Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device had a malfunction was confirmed. It was found that the device had a broken door and an internal worn gear. The damaged components were replaced, a hardware upgrade was performed, and the device was tested and found to be working according to specifications. The broken door is most likely a result of user mishandling of the device, probably during storage or transport. The worn gear is a result of prolonged usage of the device over time. The defective components of the device would have caused it to not function as intended by the customer. This serialized device (serial : (B)(4) was manufactured prior to the current manufacturer, therefore a DHR review cannot be performed since the original manufacturer no longer exists and therefore the manufacturer can no longer make any process correction or corrective actions if needed. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history review: a review of lot/batch history for each legacy fms product complaint received by mitek chu is not recommended since legacy manufacturing no longer exists, and it is no longer possible to make process corrections or corrective actions. This device was produced prior to the closure of the fms facility in (B)(4) and therefore will not have a DHR review preformed. Please see signed legacy fms batch review.

Event description:
It was reported by the sales representative via phone that during set up, it was observed that one of the solo pump was not running correctly. During in-house engineering evaluation, it was determined that the device had a broken door. It was not reported if there was a delay in the surgical procedure. It was not reported if a spare device was available for use. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.